Manufacturer narrative:
Zimmer biomet (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Last name unknown / not provided.

Event description:
It was reported that the implant was removed due to fracture.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: d10: device available for evaluation change ¿no' to 'yes'. H3: device evaluated by manufacturer: change ¿no' to 'yes'. The osseotite® implant 3.75 x 10mm (oss310) was not returned to pbg for inspection. Although the manufacturer (zb EU authorized representative) has received the product, the manufacturing /investigation site has not received/evaluated the actual device due to covid protocols and delays in shipment (lost in transit by ups, tracking (B)(4)). Therefore, the product has not been physically inspected. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on unknown tooth sites and used for approximately 6 years.the reported event could not be recreated due to the nature of the dental device and event (fracture).the customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 2012080136. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (2012080136) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss310). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D4: expiration date. D4:UDI number updated to unknown. G3: date received by manufacturer. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. One osseotite® implant 3.75 x 10mm (oss310) was returned for inspection. Inspection of the returned device notes that implant is fractured at the threads. The other fractured halve was not returned. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on unknown tooth sites and used for approximately 6 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Review of appropriate documentation: documents reviewed: p-iis086gi rev. G 10/2019; potential adverse events; page 1 also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 2012080136. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2012080136) for similar event and no other complaint was identified. September post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (oss310). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.